Event description:
It was reported that the patient's ipg is unable to communicate with the external devices. Troubleshooting was unable to resolve this issue. No further intervention is planned at this time.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025, in which their system was explanted.